Manufacturer narrative:
B3: exact date of event is unknown. Article indicated event occurred between march 2014 and july 2015. H10: per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, the cause of death for the patients is unknown. There is no indication that the patients died as a result of valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibiography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, post valve deployment of the sapien 3 valve via transfemoral approach, nine patients (1 intra procedural, 2 immediate post procedural and 6 within 30-days), were reported to have expired. Details of the tavr procedure and the causes of death were not included in the article. As there are no patient identifiers, this MDR is applicable to all nine patients.

Manufacturer narrative:
Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505, complaint (B)(4):mfgr report number 2015691-2017-01507, complaint (B)(4):mfgr report number 2015691-2017-01508, complaint (B)(4):mfgr report number 2015691-2017-01510, complaint (B)(4):mfgr report number 2015691-2017-01512, complaint (B)(4):mfgr report number 2015691-2017-01514, complaint (B)(4):mfgr report number 2015691-2017-01515, complaint (B)(4):mfgr report number 2015691-2017-01516.